Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that an asymptomatic patient presented for 7a routine follow up. Upon interrogation, the pulse generator exhibited high current drain. The device was explanted and replaced on (B)(6) 2013.